Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the device locked out. Another tlc55 linear cutter was used to complete the case. There was no consequence to the pt.